Event description:
The sales representative reported that the device overheated during testing at the facility. There were no reported adverse consequences; there were no procedure delays; there was no medical intervention required. There was no associated procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The sales representative reported that the device overheated during testing at the facility. There were no reported adverse consequences; there were no procedure delays; there was no medical intervention required. There was no associated procedure.